Manufacturer narrative:
Evaluation results: lot order searches were performed and there were four similar complaints found for the foam tip plunger and six similar complaints found for the cartridge.

Event description:
It was reported that the trailing haptic of a competitor's lens got caught by the foam tip plunger and tore at the hinge. Patient injury is unknown.